Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Pt had hydrelle injected on an unspecified date in (B)(6) 2009 into her frown lines, between her eyebrows and 11 lines above her nose. She developed a severe allergic reaction that took months of treatments and antibiotics to heal. As of (B)(6) 2011, she had deeper lines and permanent redness and scars in the area she previously had the 11 lines.